Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer expressed concern over the piic classic system did not alarm when expected due to v-tach. No adverse o patient injury was reported.